Event description:
It was reported that a patient line extension was leaking at unknown location. The technical service representative (tsr) assisted the patient in ending therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.